Manufacturer narrative:
The sample was not returned for investigation; therefore, a root cause could not be determined. Device history record review was completed on the reported lot number v2s051. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No further action will be taken at this time. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
The customer has report the issue of hot packs rupturing and spilling their contents upon activation.